Event description:
A malfunction was reported on the pump, indicated by malfunction code malf 3. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer opted to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery and declined an out-of-warranty loaner pump. No additional information was received regarding the outcome of the event.